Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Outputs were increased and intermittent capture was observed. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.